Manufacturer narrative:
Device not returned.

Event description:
It was reported that the tip of the sonic control serrated agg knife broke off during the course of a spine procedure at the user facility. It was reported that the tip fell into the surgical site, but surgeon was able to remove the piece using forceps. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully.